Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction message. The customer advised they are not in possession of the device; therefore, they do not have the serial number and are unable to confirm if the device has audible sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H10: as of 22dec2020, this device has not been returned and/or evaluated by the factory repair bench, therefore, the complaint allegation cannot be confirmed. The customer was provided repair/replacement information, however, as the device has not been received for evaluation, the cause of the reported allegation is undetermined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.